Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of a remote transmission it was noted that the right ventricular (rv) lead exhibited one suspected undersensed beat during a non-sustained ventricular tachycardia episode two months prior. The rv lead was functioning as programmed at the time of the transmission, and the lead remains in use. No patient complications have been reported as a result of this event.